Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and it was discovered that the mvs fuses along with the inrush suppressor needed to be replaced. Replacement of the aforementioned parts resolved the issue. No further issues were reported. Replaced parts were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the mobile view station (mvs) fuses were blown. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the inrush suppressor was returned to the manufacturer for analysis. The suppressor was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.